Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the product was used after expiration as reported. It should be noted that the pressurewire x wireless instruction for use reference the ¿use by¿ date symbol which is available on the product label to indicate the product expiration date. The expiration date for this device was (B)(6) 2024, and the device was used in the procedure on (B)(6) 2025. The investigation determined the reported issue appears to be related to deviation of the instructions for use as the device was inadvertently used after the use by date. In this case, the device was reportedly able to successfully perform signal calibration and pressure registration without issues. There were also no reported patient health consequences or impacts during or after the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - use after expiration.

Event description:
It was reported the pressurewire x wireless was used in the patient, about halfway during the procedure the staff observed that the pressure wire x wireless device had expired as of 2024. The procedure was completed without issue. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.